Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 200mmh2o. The valve was visually inspected: it was noted that the silicone housing was cut/torn along the siphon guard. The valve was tested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The valve was irrigated with purified water, no occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The valve was dried. The valve could not be leak tested due to the cut/tear in the silicone housing. The valve was retested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The siphon guard was removed. The valve was then pressure tested at 200mmh2o, the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the cam mechanism and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3842, with lot cppbr1, conformed to the specifications when released to stock on the 27th march 2014. The root cause of the problem is due to biological debris found on the cam mechanism and on the base plate. The root cause of the cut/tear in the silicone housing, is probably due to a sharp or pointed object coming into contact with the silicone, this however could not be determined. As noted in the IFU silicone has a low cut /tear resistance. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
After implantation, the surgeon tried to change the setting pressure of the device from 180mmh2o to 140mmh2o on (B)(6) 2015, but it could not be changed even after flashing or by using neodymium. The device was replaced with 82-3162 on (B)(6) 2015 and the patient is currently being monitored. Further information would be provided as soon as jjkk receive it from the facility.